Manufacturer narrative:
The clinic is not a certified thermage clinic, though the physician is certified at another clinic. The origin of the equipment is unknown. The investigation is underway.

Event description:
A patient reported facial blistering after a thermage cpt facial treatment. The patient reported that shortly after starting the procedure, a blister appeared on the face. The clinic advised the patient to apply meibao ointment and cover it with a pimple patch. However, when removing the patch, the blister skin came off. At the time of reporting, the area was red and appeared to be scabbing. During the device verification scan, the equipment showed that it belonged to another clinic. The clinic reportedly explained to the patient that it was the same organization, and the device had just been relocated. At around 300 pulses, the handpiece could no longer be activated. The clinic informed the patient that the treatment would be continued during the next visit. No other treatments were being performed at the same time as the thermage treatment. The patient had no history of facial aesthetic treatments. The patient was not administered pain treatment or placed under anesthesia. Though requested, the clinic has not provided additional event, patient, or device information.

Event description:
Additional information from the reporter was received stating that the blisters are resolved with some hyperpigmentation which is not considered scarring. The blisters were drained using a syringe at the time, then mebo ointment was applied and covered with acne patches. Afterwards, mebo was applied daily without any further medical treatment. As mebo is an over-the-counter product made from natural ingredients and used within standard care, and the hyperpigmentation is not classified as a scar, the case was re-assessed as not serious. As such, the event no longer meets reportability requirements.

Manufacturer narrative:
A medical review of this event determined this event was not a serious injury. This event no longer meets reportability requirements. As the clinic where the patient was treated was not a certified institution, the origin of the equipment used is unknown. No product was returned for evaluation, as the tip and data card logs were unavailable. The reported issue could not be confirmed. As the serial number is unknown, review of manufacturing records cannot be performed. The trend analysis is considered acceptable, and the product is performing within anticipated rates. According to the thermage cpt user manual, burns and blisters are known possible reaction to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.